Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would unexpectedly power off with full battery life. The customer stated the issue was recurring for the past several days. The customer stated they have tried several new batteries, but the issue persisted. Customer's blood glucose was unknown. The customer requested to have the insulin pump replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all operating currents within the specified range and passed the off no power test. The insulin pump was monitored and tested with no off no power anomaly and turned on when a new battery installed. The insulin pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.